Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR.: the coil, introducer sheath and pusher wire were returned for this complaint. The introducer sheath was inspected and no defect was noted. The twist lock of the introducer sheath had been open. The arms of the coil and pusher wire were not interlocked. The pusher wire was inspected and no defect was noted. The coil was inspected and found to be stretched along the full body. The interlocking arm of the coil, zap tip and interlocking arm of the pusher wire were microscopically examined and no damage were noted. The dimension that could be measured were found to be in specifications. The number of fiber bundles recorded during product analysis was below the assigned specification. The reason for this is the coil was subjected to conditions that damaged its original structure. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on (B)(6) 2016. It was reported that advancing difficulties and coil stretch occurred. Vascular access was obtained from the left brachial to treat the type2 endoleak after a thoracic endovascular aortic repair (tevar) was performed. The target lesion was located in the moderately tortuous vetriculoatrial (va) of left subclavian artery. A 3mm x 6cm interlock¿ was selected to be used. After a non bsc micro catheter was advanced to the va, the coil was inserted but it stopped advancing during the insertion. The device was removed from the patient's body and it was noted that the coil was unraveled. The procedure was completed with another non bsc microcatheter and another 3mm x 6cm interlock. No patient complications were reported and the patient's condition was good. However, device analysis revealed that the number of fiber bundles was below the assigned specification.